Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2018 to assess the instrument test well image in question. An immucor field service engineer (fse) visited the customer site on 31jan 2018 to assess the instrument used for testing. The echo instrument is performing as expected with the exception of the camera module ability to appropriately identify some true positive results. The immucor technical communication (B)(4) is being used by the lab to visually confirm all negative assay events reported by the echo instrument.

Event description:
On (B)(6) 2018, while visiting a customer site, an immucor employee reported on behalf of the customer site, multiple unexpectedly negative antibody screens on two (2) galileo echo instruments, when tested over the month of (B)(6) 2018.